Manufacturer narrative:
(B)(4).

Event description:
It was reported during atrial fibrillation (afib) procedure, the catheter's plastic distal shaft connection with the catheter's electrodes shaft came apart with the wires exposed during the case while the catheter was inside the patient's body. The catheter was pulled out and replaced with no injury and the case was completed.

Manufacturer narrative:
Refer to evaluation summary (B)(4) it was reported that the catheter's plastic distal shaft connection with the catheter's electrodes shaft came apart with the wires exposed during the case while the catheter was inside the patient's body the returned device was visually inspected upon receipt and the reported condition was confirmed since the tip and shaft were found separated. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. Complaint system was reviewed and no other complaints were reported under lot number 15950123l. The customer complaint has been verified. A corrective action has been opened to address and resolve this issue.